Manufacturer narrative:
Initial reporter facility name: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the pictures identified the cone of the access male luer lock (mll) was broken. The leak is likely due to a broken mll cone. The reported condition was verified. A potential cause of the condition could have been overtightening of the luer connection which can lead to blocked connection and/or cracks. A nonconformance has been established to further investigate the connection components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with one unit of a prismaflex m150 set, a leakage was observed due to a damaged tube. There was no patient involvement. No additional information is available.